Event description:
According to the reporter, intra-operatively of an atypical wedge resection, while setting up the stapler prior to firing, the reload was placed on the handle without issues, but it was not possible to close the reload. Another handle and reload were used to complete the case. There was no patient injury. The sales representative tried to load another reload to the handle but the same issue occurred. Medtronic's initial evaluation of the incident device found internal components revealed sheared teeth on the firing rack due to thick tissue.

Manufacturer narrative:
D10 concomitant medical products: 030458, 030458 endo gia r/or 60 3.5mm (lot#:t3d041x), unknown egia su, unknown endo gia sulu (lot#:unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the jaws clamped and unclamped repeatedly without difficulty. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack. It was reported that the open stapler jaws does not close. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The evaluation detected an unreported condition: of a thick tissue application that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.